Manufacturer narrative:
Evaluation summary: the delivery system was not provided for analysis. A number of the mid stent segments were stretched and deformed. The remaining segments were intact.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion situated in the mid and proximal om. The lesion exhibited mild tortuosity, moderate calcification and 99% stenosis. There were no abnormalities reported in relation to anatomy. There were no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. No difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during the delivery. The inflation device remained on neutral pressure during delivery of the device. It was reported that stent dislodgement occurred during delivery to/at the lesion. Resistance was noted during the first attempt of stent delivery to the lesion, and the attempt was unsuccessful. The stent was removed, inspected and found to be acceptable. A second attempt was made to deliver the stent. It was then noticed that the metal element of stent was not present on the balloon during delivery to the lesion, after passing through the guide catheter. The dislodged stent was removed using the wire and guide catheter. There is no injury reported.

Manufacturer narrative:
Cine image review summary: review of the procedural images confirm the presence of a tight calcified lesion in the obtuse marginal. Pre-dilation activities are captured prior to the attempted delivery of the resolute onyx device. There are no images capturing the dislodgement of the stent. The images capture what may be the dislodged stent in the distal end of the guide catheter; however as there are multiple assessor devices present it was not possible to confirm the presence of the stent. If information is provided in the future, a supplemental report will be issued.